Manufacturer narrative:
Manufacturing site evaluation: waiting for product return.

Event description:
Country of complaint: (B)(6). One box of suture material number (B)(4) (lot 113112) on box sticker but material number on (B)(4) (lot 113112) on pc pack sticker inside box.